Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, moderately calcified, 100% stenosed lesion in the proximal left anterior descending artery. The patient was experiencing an acute myocardial infarction. After a thrombolytic was injected into the patient's body, a non-abbott balloon catheter was used to predilate and a thrombuster was used to suction the existing thrombus. Several non-abbott balloon catheters were used in succession to complete predilatation prior to performing an intravascular ultrasound view. The 2.5x15 mm xience prime stent delivery system was delivered to the lesion and the stent was deployed successfully at 10 and 14 atmospheres (atm). After deployment, during the attempt to retract the sds balloon from the implanted stent, resistance was felt. The sds balloon was inflated to 12 atm; however, it was still unable to be removed. The balloon was inflated again at 10 atm for three times, during which the guiding catheter was deep seated in the vessel up to the proximal edge of the implanted stent to facilitate removal of the sds. Eventually, using strong force, the sds catheter was able to be retrieved from the patient. Post dilatation was performed and the procedure was completed successfully. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: add'l devices: guide wire: sion blue; guide cath: taiga 6f sl3.5sh, finecross mg, lumine. Device coding: (B)(4) - excessive force. The device was returned for evaluation. Difficulty removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Poor balloon refold was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.